Manufacturer narrative:
Analysis found overheating due to worn motor. The maximum in temperature 1 minute rose to 156 degrees f. The device sounds rough. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) sent the handpiece back for routine service and repair with an allegation of overheating during use. There was no delay in the procedure. There was no patient impact.